Manufacturer narrative:
The field event of an unresponsive transmitter was verified. The transmitter was returned and the visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter damaged components and a strong burn odor were observed on the main circuit board. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. The reported event was due to high current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
It was reported that the start button of the transmitter was not responsive. There were no consequences to the patient. The transmitter was returned and during analysis, damaged components and a burn odor were noted on the main circuit board.